Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, the test showed high threshold and low perception. The doctor continued to try to change positions many times, but failed. The doctor changed another lead to complete the operation. The patient has no reports of adverse reactions.

Manufacturer narrative:
The reported events of inadequate capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.